Event description:
It was reported that a 1007 stretcher failed incoming qc inspection at the distributor, due to damaged brake rings.

Manufacturer narrative:
When stretchers are shipped internationally, they are shipped with the brakes engaged. It has been identified that the rocking motion of the boat may cause brake wear. A prototype of an alternate shipping method has been created and is currently undergoing verification testing.